Manufacturer narrative:
(B)(4). The lot number was not provided by the user facility; therefore, the manufacture date is unk. The complainant indicated that the device has been discarded and will not be returned for evaluation. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. The november 2007 15 month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).

Event description:
A trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt. According to the complainant, the "tip of the basket popped off" during the procedure. "The physician completed the procedure at a later date (date unk) with a different device (device and MFR unk)." At the conclusion of the procedure, the pt's condition was reported as "fine."